Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the embolization coil was stretched. The smart coil was not functionally tested. Conclusions: evaluation of the returned device confirmed that the embolization coil was exposed. The root cause of this could not be determined. Further evaluation revealed that the pet lock was broken and the embolization coil was stretched. A broken pet lock usually indicates that an attempt was made to detach the coil; however, this damage could have occurred during packaging the device from return. Furthermore evaluation of the returned device also revealed that the embolization coil was stretched. This type of damage was likely incidental and may have occurred during packaging the device for return. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the technician removed a penumbra smart coil (smart coil) from its dispenser hoop and noticed that the coil was exposed and not inside its introducer sheath. The exposed smart coil was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new smart coil without any issues.